Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Lip gets caught [lip injury]. Brush head breaks off attachment [device breakage]. Lip getting caught between brush and attachment, brush breaks off. Attachment [injury associated with device]. Case description: a male consumer of unspecified age reported that he used an oral-b rechargeable toothbrush, version unknown, and the oral-b brushheads, version unknown would break off after a while. He also felt his lip getting caught between the brush and the attachment. The case outcome was unknown.